Event description:
As reported by the edwards (B)(6) affiliate, during the transfemoral tavr procedure the valve was positioned 60:40 aortic/ventricular, however, during deployment the valve shifted and landed 90:10 a/v, resulting in moderate paravalvular leak (pvl). A second valve was deployed. Initially, because of the patient¿s small native annulus area, a 23mm sapien xt valve was chosen to be deployed with 1ml less volume (16ml total). There were some difficulties during valve deployment as there was a loss of pacing capture, bulky calcification and not ideal coaxial alignment of the delivery system and valve. During deployment the valve rose in position. The tee and angiography showed a moderate paravalvular leak. Therefore it was decided to expand the balloon again with an additional 1ml volume, but the result still showed pvl at the same intensity and with a slight central leak. A third balloon expansion was done but was unsuccessful. As the patient's hemodynamic condition was not good it was decided to implant a second valve. The volume used was nominal and the second valve was implanted 40:60 ventricular. The results were all satisfactory as the second valve eliminated the pvl and central leak. The patient's hemodynamic condition improved a lot with a final gradient less than 5 mmhg. The patient¿s native aortic annular diameter was 21mmx17mm by CT with an area of 320mm2. The native valve and leaflet calcification was severe. The coaxial alignment of the delivery system and valve was reported as fair, the image intensifier was good, ventilation was not held and there was loss of pacing capture during valve deployment.

Manufacturer narrative:
(B)(6). Per the instructions for use, device malposition and valve regurgitation requiring intervention are potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition appears to have been caused by a combination of procedural factors (loss of pacing capture and fair coaxial alignment of the delivery system and valve). The subsequent pvl was likely a result of the malposition of the valve in combination with severe native annular calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.